Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call they had air bubbles. The blood glucose at the time of the incident was 94 mg/dl. The customer states she is new to the pump and is having trouble with air bubbles in the reservoir. Troubleshooting and determine she fills up correctly. However she does not let insulin come to room temperature. The device will not be returned for analysis.